Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's had white residue inside the air/water channel and inside the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to correct information that was inadvertently included in the previous report. The field was completed in error and should have been left blank. Updated fields: h2, h9.

Event description:
No additional information provided by the customer.